Manufacturer narrative:
Information contained in this record was previously submitted thru psr. Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a curved striated opening on the posterior side assessed as surgical damage, broken shell with a sharp edge where localized stresses are induced on the posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identified the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage and broken shell with a sharp edge where localized stresses are induced assessed as surgical impact. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.